Event description:
It was reported that a patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient was revised approximately five (5) months ago to make an adjustment to the glenoid. Multiple attempts have been made to obtain additional information and no additional information has been obtained.

Manufacturer narrative:
(B)(4). Medical products: item#: unknown, unknown tmr glenoid; lot#: unknown. (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.